Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: black box shows no evidence of power on reset, consecutive alarms are recorded on 5/2/2015. -the battery cap/compartment threads are undamaged, the cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed; no power interruption or alarms occurred during the investigation. The product performs within specifications, unable to duplicate ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.